Event description:
This case was initially received via regulatory authority (B)(6) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 1 year 7 months after insertion of essure (ess205), the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), headache ("headache") and muscle spasms ("a lot of back cramps"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the back pain had resolved, the fatigue outcome was unknown and the headache and muscle spasms was resolving. The reporter provided no causality assessment for back pain, fatigue, headache and muscle spasms with essure (ess205). The reporter commented: after surgeries, the pain was gone. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-feb-2018 for the following meddra preferred term: back pain the analysis in the global safety database revealed 485 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.